Event description:
Follow-up showed that the patient sees an outside neurologist and may have noted the low impedance but vns diagnostics were not performed at clinic until surgery. Patient was seen and increase in seizures led to decision to replace vns generator in ok. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had a full replacement due to battery depletion and low impedance. The explanted devices will not be returned for analysis. No additional or relevant information has been received to date.